Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the iol was exchanged; however, the reason for the exchange was not indicated. Additional information has been requested.

Manufacturer narrative:
The root cause for the removal of the iol could not be determined. A malfunction has not been indicated or information provided as to the cause of the event. The manufacturer internal reference number is: (B)(4).